Event description:
It was reported that: "stem replacement. The doctor broached for a 11 stem and I left the room to retrieve an 11 and 12 implant. When I was out of the room, the doctor broached for 12. When I returned, he was trialing and said "this is what I want". I then asked if he wanted 11 stem, to which he said yes. I then showed him the implant box and he concurred the size 11 was correct. I had two confirmations from the doctor that the size 11 implant was correct. He should have asked for a 12 implant. He reported trialing for a size 11 in his post op report. This was the reason why the stem had to be replaced."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available then it will be submitted in a supplemental report.